Event description:
The physician reported that during a pacemaker exchange procedure, it was not possible to insert a lead into the port of the subject pacemaker.

Event description:
The physician reported that during a pacemaker exchange procedure, it was not possible to insert a lead into the port of the subject pacemaker..